Event description:
See attached user facility 3500a this report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Other number: should be lot number. User facility report number reported as (B)(4). Investigation could not be completed, no conclusion could be drawn as no device was returned. Part number 223.621 made on work order (B)(4) and lot number 4896703 had no ncrs. Material (B)(4) from which these parts were made had no ncrs and certificates were found to be in order. Review of the device history record showed that this lot met all dimensional and visual criteria at the time of manufacture and there were no issues documented during the manufacturing of these parts that would contribute to this complaint condition.